Event description:
It was reported that upon insertion of the screw, the driver tip shattered into 3-5 pieces. The doctor did not appear to be applying excessive torque. A new driver tip was used to finish screw insertion.

Manufacturer narrative:
One driver was returned broken. Only the main body portion of the driver was returned (tip portion not returned); evaluation will be for the main body. A bone screw was mentioned in the incident but was not returned (cannot examine). Driver was examined under magnification. Driver exhibits a fracture region which sits obliquely to the device axis. Surfaces of the fracture region are lightly textured and not sharp to touch. Signs of ductility are not present at the fracture site (e.g. Necking). A measurement of the overall returned body length was taken. No definitive conclusions can be made. Related report (including this one): 3025141-2026-00084.